Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Concomitant system: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with two active implantable neurostimulators (ins) for spinal pain. One was for the upper quadrant and the other for their lower quadrant. It was reported the patient was in a great deal of pain. The patient was moving boxes and they thought they hurt something and were going to try to ¿ride it out¿ but now they could not walk. The patient was concerned their lead had moved or their ins had flipped. They had not had their spinal cord stimulator systems on since (B)(6) due to not needing them or pills. It was noted the patient stated ¿thank goodness she saved some of her pain pills.¿the patient did not have a managing physician at time of report. See manufacturer's report# 3004209178-2016-17331 for concomitant system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.